Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: (B)(6) 2015 medical records received. The medical records and claim were reviewed for MDR reportability. The claim reported the patient with severe pain, inflammation, tissue and bone loss, metallosis, increased metal ions, abductor necrosis, dislocation and revision surgeries on (B)(6) 2014 and (B)(6) 2015. The medical records reported dislocation, disassociated constrained liner, the greater trochanter void of muscle tissue, virtually no attachment of hip adductor muscles, necrotic tissue, and the bone around the acetabular cup extremely necrotic with poor quality and that kept it from being revised. There were no lab results for the alleged metal ions and no report of bone loss. The complaint was updated on: jan 8, 2016. Update oct 5, 2017: litigation received. Litigation also alleges instability. Plaintiff was diagnosed with bladder cancer, which the doctors informed him was likely caused by elevated chromium and cobalt levels in his system. Complaint updated on oct 23, 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.